Event description:
Healthcare professional additionally reported via pfn that "both implants were found to be ruptured (intra capsular) at time of explant". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: event & date rec'd by MFR.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient has reported right side "hard around one side" and "stage 4 capsular contracture". Device status is unknown.